Event description:
On (B)(6) 2025, the user reported that the ilet touchscreen was unresponsive during the ¿fill tubing¿ step and could not select ¿yes.¿ the device had undergone a factory reset earlier that day and was not yet paired to the mobile app, preventing a restart through the app. The user attempted to reconnect via bluetooth without success and planned to restart their phone and call back for continued troubleshooting. The ilet was determined to no longer be watertight and would require replacement. Blood glucose (bg) was not affected during the event, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.